Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving led display error may be attributed to multiple factors including but not limited to a contamination of the pins on the connection between the printed circuit board and gas gauge and/or faulty component. Events involving a battery not providing power and not charging can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the led indicators performed as expected. Further testing revealed that the battery was unable to charge or provide power to a controller. The battery was received with a pack under voltage (puv) and cell under voltage (cuv) flag enabled, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Internal inspection of the battery revealed a lifted cell weld, which contributed to the flags. As result, the reported "no power" event was confirmed. The most likely root cause of the reported "no power" event can be attributed to a lifted cell weld. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that ventricular assist device (vad) battery did not provide any power, that it was not charging and that the battery capacity display does not always show lights when the button is pushed. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Manufacturer contact name and details also updated. Product event summary: a review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "display error" could not be confirmed; however, the battery unable to charge and provide power was likely perceived as the reported "capacity display does not always show lights ". The most likely root cause of the reported "not charging" and "no power" events can be attributed to a lifted cell weld. Based on an investigation conducted, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.